Event description:
It was reported that noise was noted on the rv lead. Review of the stored electrograms showed that the lead noise caused inappropriate high voltage therapy. Lead insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.